Manufacturer narrative:
Incident happened after taking a bath and the wet disposable device should have been replaced with a new one. Actual device was not returned and we were not able to test the actual part. Retain samples were inspected and no failure or abnormality was observed. Complaint could not be reproduced and sample devices functioned normal as intended. There was no adverse event to the patient per complaint ratio calculation the incident seems to be very rare to happen. We did not have any similar incident in the past 12 months. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
After taking a bath the velcro hook of wet disposable device was detached from the fabric. It was replaced with a new device with no adverse event to the patient.